Event description:
The customer reported that results for two patient samples processed on a vitros eciq system were associated with the incorrect patient name. The results were not reported. There were no allegations of harm as a result of this event. Note: this form 3500a is one of two of two MDR's for this event. There was one occurrence of incorrectly identified results of each of the customer's vitros eciq systems. (B)(4).

Manufacturer narrative:
No known vitros eciq or analyzer software malfunctions were identified, however, the vitros systems could not be ruled out. The investigation found no evidence that the customer caused the event during manual programming. The investigation was unable to determine the root cause for the mis-identified results, however, an interaction between the vitros eciq systems, other manufacturer's middleware and the customer's lab information system could not be ruled out. The root cause is unknown.